Event description:
It was reported that patient presented in remote follow-up. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited t wave over-sensing and pacemaker mediated tachycardia. No intervention was performed. There were no patient consequences.